Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had alarmed a compromised force sensor alarm. They were unable to use the insulin pump. The customer's blood glucose level was unknown. They were advised to contact their health care professional for a new insulin pump. The device will not return for analysis.